Event description:
Loss of osseointegration - primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, preceding/simultaneous bone augmentation, pain, bleeding, mobility.